Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01624.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using packing coil lps. During the procedure, a packing coil lp would not advance in the introducer sheath, and the friction lock would not break. Subsequently, the packing coil lp was removed. The physician continued with the procedure using another packing coil lp, and the same issue occurred to the packing coil lp. Therefore, the packing coil lp was also removed. The procedure was completed using other lp coils. There was no report of an adverse effect to the patient.